Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. An x-ray was performed, and it was noted that the lead had dislodged. The lead was successfully repositioned. The patient was in stable condition.